Event description:
It was reported that a novum iq syringe pump did not infuse medication. During training, the pump did not push the medication out of the syringe. The pump was sent to the facility¿s biomed, who reviewed the pump and indicated that the pump ¿seemed to work fine¿. The customer then attempted to use the same pump on a patient, and the pump had the same issue where it did not push the medication out of the syringe. The pump indicated infusion was happening, but the plunger did not move. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.